Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives device 8110 (s/n (B)(4)), with error 354.6770. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: customer receives device 8110 (s/n (B)(4)), with error 354.6770. Explained problematic situation for the device failure. Bad pressure sensor, may be intermittent. Explained probable cause to the error being the logic board. Customer to interchange part to repair/replace. Informed customer, if any further concerns and/or issues to give a call back. End call.